Event description:
It has been reported that during a surgery the drill was broken. The surgeon finish the procedure successfully by replacing the drill.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.